Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Visual inspection of the device confirmed that one of the two ball bearing and associated spring were found missing. The missing ball bearings and springs were not returned. The tasp shim exhibited wear marks on both the proximal and distal surface. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. These devices are used for treatment. Corrective action investigation identified that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Therefore, zimmer initiated a field action on (B)(6) 2014. (B)(4), for all sizes and lots.

Event description:
It is reported that after sonic cleaning the instrument was noted to be missing ball bearings.